Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the fiber was observed to "wiggle/move independently of the metal cap and red aiming beam was observed to be emitting forward (forward-firing). It is unknown how the procedure was completed. There was no patient injury reported.

Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber was found to have a radial fracture of the glass cap proximal the fiber/cap fusion zone; the fiber proximal to the fracture was found to rotate independently of the metal cap. Glass fragments were found inside the outer flow tube; the fiber cap exhibited no evidence of use. The identified issues may activate the laser system fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The fiber issues may also result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was suspected to be related to localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.